Event description:
The account noticed a 20% decrease in the quality control, and patient results when running the urine phosphorus assay reagent lot 42020hw00 on the c8000 analyzer. The account stated the previous phosphorus reagent lot 36022hw00 had no problems. No patient results were reported outside the laboratory. No impact to patient management was reported.

Manufacturer narrative:
The clinical chemistry phosphorus assay may produce falsely depressed results, by up to 15% for serum/plasma applications above 8.0 mg/dl (2.6 mmol/l), and urine applications above 80.0 mg/dl (25.8 mmol/l) for lot numbers 42020hw00 and 44037hw00. Abbott has not received any adverse events related to the affected lots of clinical chemistry phosphorus reagent. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.